Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was reproduced. The reported symptom was confirmed through review of the event history log. Evaluation found that the symptom was caused by a damaged q20 on the input/output printed circuit board (I/o pcb), causing an intermittent connection. The I/o pcb was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.